Manufacturer narrative:
The reported events of inappropriate shock due to noise, poor sensing and high capture thresholds were not confirmed. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix to be extended and clogged with blood. X-ray inspection found over torque of the inner coil inside the connector region consistent with procedural damage. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil.

Manufacturer narrative:
Correction: h10 removed device sensing problem and replaced signal artifact with over-sensing.

Event description:
Related manufacturer reference number: 2017865-2021-37546. It was reported that the patient presented in clinic for a follow-up with reports of inappropriate therapy. Interrogation revealed that the shocks were due to noise, but the source of the noise could not be confirmed. Further interrogation revealed that the implantable cardioverter defibrillator exhibited poor sensing and the right ventricular lead exhibited poor sensing and high capture thresholds. The device and lead were removed and replaced. The patient was stable.